Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. A customer received an "error-9" message on their meter display and was unable to obtain readings. As a result, the customer experienced shaking, feeling very hot, and a loss of consciousness. It was indicated that the customer was able to self-treat with "dextro tablets." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection was performed on returned reader and no issue was observed. Returned reader was powered on with button depression. Built-in reader test was performed and the reader passed all the test, no error message was observed. Reader data was downloaded and checked; no issues were observed with the data. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. A customer received an "error-9" message on their meter display and was unable to obtain readings. As a result, the customer experienced shaking, feeling very hot, and a loss of consciousness. It was indicated that the customer was able to self-treat with "dextro tablets." There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device. A customer received an "error-9" message on their meter display and was unable to obtain readings. As a result, the customer experienced shaking, feeling very hot, and a loss of consciousness. It was indicated that the customer was able to self-treat with "dextro tablets." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection was performed on returned reader and no issues were observed. Built-in reader test was performed and all results were within specification. Error message was not observed. Awaiting cybersecurity test. An extended investigation was performed. Visual inspection was performed on returned reader and no issue was observed. Returned reader was powered on with button depression. Built-in reader test was performed and the reader passed all the test, no error message was observed. Reader data was downloaded and checked; no issues were observed with the data. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made.